Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the infusion function was disabled and the screen went completely gray during a vitrectomy procedure. The surgeon came out of the eye and the operating room circulator completely shut down the console and restarted. The console did come back with infusion working correctly. The procedure was completed with no harm to the patient and only a 5-10 min delay in the procedure time.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on october 4, 2008. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).